Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage on the bending rubber. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Before use, during the inspection, the user found that the bending rubber was leaking at the site of 9cm.